Event description:
A report received from (B)(6) state the device is experiencing a damaged locking mechanism issue and is being returned for service. It is unknown if the event occurred during surgery. It is unknown if medical intervention was reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).